Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. On (B)(6) 2013, the surgeon aspirated 30 ml of fluid from the wound. The patient developed a surgical site infection on (B)(6) 2013, so the wound was drained and washed out. Additional information was requested.

Manufacturer narrative:
Additional information: the patient was treated with intra-operative flucloxacillin. No routine post op antibiotics were given and clindamycin was used pre-drainage. The wound was washed out on (B)(6) 2013 and left open with a vac dressing to heal.